Event description:
A valiant captivia stent graft system was implanted during an endovascular chevar procedure for the treatment of a thoracic aneurysm.  It was reported a type ia endoleak was observed during a follow-up. Intervention was required total arch replacement was performed it was noted during this treatment that it seemed that the bare stent used in the chimney was damaged. Though the valiant captivia was not damaged, it was cut to the first stent and partially explanted to connect to the artificial blood vessel and the treatment was complete. As per the physician the cause of the type ia cannot be determined. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.